Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Exact event date is unknown. However, we do know that it occurred in (B)(6) 2016. A reference sizer was returned and evaluated. Instrument has multiple scratches and dents. The ball bearing was found receded and does not engage with the stylus. It was identified that the set screw that retains the ball bearing and the surrounding area were damaged. DHR was reviewed and no discrepancies relevant to the reported event were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned. The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It is reported that instrument has a ball bearing which is out of place and does not hold the anterior sizing in place. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following section was corrected: lot number- 4864-cc the following sections were updated: returned to manufacturer- jun 30, 2017 product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.